Manufacturer narrative:
The na electrode lot number and expiration date were not provided. No further information was provided. The customer did not complain of any additional issues. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned the results for multiple patient samples tested for sodium (na) on a cobas c 303 analytical unit. Discrepant results were provided for 3 patient samples. Sample 1 initial result was 141 mmol/l. The repeat results were 133 mmol/l and 138 mmol/l. Sample 2 initial result was 146 mmol/l. The repeat results were 137 mmol/l and 142 mmol/l. "Sample 4" initial result was 136 mmol/l. The repeat results were 128 mmol/l and 133 mmol/l. Repeat testing was initiated by laboratory personnel. No results were released from the laboratory until comparative testing was completed on an unspecified blood gas analyzer.